Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm. The customer had insulin pens available as alternate insulin therapy.